Manufacturer narrative:
The pump passed the displacement test and self test. The pump failed the sleep current test and active current test. Test p-cap locked properly into the reservoir compartment. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 53 (file number: 2005, line number: 5632, esf #: 2610666) on 03/22/2023 at 13:29:08.000 due to a possible software anomaly. Error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. Pump alarmed low battery alerts on 03/16/2023 at 09:56:00.000 and was expected, on 03/18/2023 at 00:31:00.000 and was expected, and on 03/19/2023 at 11:40:00.000 and was expected. Pump alarmed replace battery alerts on 03/16/2023 at 14:03:00.000, and on 03/19/2023 at 16:21:00.000. Pump alarmed failed battery tests on the event date of 03/20/2023 at 16:41:30.000, and 16:42:04.000. Pump was cut open to perform visual inspection and found moisture damage on the j7 connector on pcba 1 and moisture damage on the force sensor. The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unexpected battery power loss, battery lasts less than expected, and high sleep and active current measurement were confirmed during testing due to an esd latch-up on an ic chip. Problem due to moisture damage on the j7 connector on pcba 1 and the force sensor. Exposure to moisture was confirmed found on the battery tube, pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump power lasted only for 24 hours and stated that the pump was exposed to snow. Troubleshooting was performed and found that was the second occurrence of replace battery alert or replace battery now alarm or off no power without a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.